Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery intermittently depleted quickly. Customer experienced a low blood glucose (bg) range of 48-166 mg/dl; cause was unknown. Although requested by tandem technical support, the customer declined to provide a method of therapy used to treat bg. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.